Event description:
It was reported that the patient's bradycardia was believed to be due to their vns. Programming data was reviewed for the patient. No programming anomalies were seen. No additional or further information has been received to date.

Event description:
Information was received from the physician. The patient was on several different medications and there was no medication change prior to the event. It was unknown if the arrhythmia occurred during stimulation on time, as the patient was on overnight telemetry. The EKG showed heart block. The events did not occur during device diagnostics or settings change. The arrhythmia was given as possibly related to vns stimulation. Per the cardiology note of the event "heart block heralded by sinus slowing suggestive of a common mechanism causing sinus slowing and heart block at the same time i.e., increased vagal tone. There is no pathological heart block identified." No intervention was taken. No further information has been received.